Manufacturer narrative:
The laptop was returned and evaluated. The evaluation showed the cooling fan was not functioning. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Out of an abundance of caution, superdimension is filing this MDR due to the laptop overheating.

Event description:
Site reported the superdimension system laptop was getting "hot to the touch" and the screen went black. There was no report of patient injury, death or other serious adverse event.